Event description:
Dexcom 7 sensor failed out of the box. Unable to sync the sensor to the dexcom 7 reader, or to my phone. Contacted dexcom, who stated they would mail a replacement in 5-7 days. This was my last sensor; insurance will not allow an early refill. Thus, I will have to go a week unable to monitor my glucose. This is the 4th sensor that has failed right out of the box. Reference report: mw5167570, mw5167571, mw5167573.